Event description:
The reporter stated that they were getting false high readings up to 220mmhg. The readings drifted and shot up 40 to 60 mmhg. The patient was treated based on these readings. There was no injury as a result of this event.

Manufacturer narrative:
R& d visited the hospital. It was determined that the drifting was due to the hospital's procedure. The false readings were due to the user attaching a 20cc syringe and exerting an upward force at the zeroing stopcock while drawing enough vacuum to separate the diaphragm of the dome from the transducer. This allowed air to become trapped between the diaphragms. This issue is related to the customer not being aware of the differences between a disposable and reusable system. The hospital had previously been using a disposable system. The hospital has switched from logical a reusable system to transtar which is a disposable system with no further issues. Since no lot number was available review of the device history record could not be performed. Medex was able to confirm this issue and determine the cause. No additional action necessary at this time. Medex considers this issue closed with this MDR report.